Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead was stuck in the atrium and the electrical measurements were abnormal. The lead was unable to be removed. Another ra lead was successfully implanted. No additional adverse patient effects were reported.